Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 12-mar-2020.

Event description:
It was reported that the ventilators navigation ring was not moving. There was no patient involvement.

Manufacturer narrative:
G4: 27apr2020 b4: (B)(6)2020. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the front bezel. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.